Manufacturer narrative:
It was discovered that the previously stated awareness date, (B)(6) 2017 as reported on the initial and final MDR, submitted 17-aug-2017 was incorrect. Additional information received from the involved sales representative indicated that the awareness date was actually on (B)(6) 2017 when the incident was first reported to him. The incident report was subsequently submitted to conmed (B)(4) on (B)(6) 2017 and to conmed corporate on (B)(6) 2017.

Manufacturer narrative:
The used/damaged suture needle is not expected for evaluation, as it was discarded at the user facility after the surgery. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined and/or verified. This lot #778748 was manufactured on 12-oct-2016 in a lot of (B)(4) units. There have been no other similar complaints received for this item and lot number combination. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. The use of the suture passer and needle is very technique dependent. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The user facility reported that during use of the concept suture passer needle with the suture passer in a rotator cuff repair arthroscopy procedure, the "tip of the needle broke off inside the patient and was unable to retrieve. Follow-up with the user facility representative revealed the tip breakage occurred while the surgeon was trying to pass the needle through the "tough tissue" and as he was manipulating the needle and passer, the needle snapped. Attempt was made to locate and remove the tiny (1-2 mm) broken tip was unsuccessful. However, the surgeon believed that it might have been removed via suction and irrigation that typically occurred with this type of procedure. As reported, the procedure was completed successfully with no patient injury and only approximately 10-minutes delay while the surgeon was trying to find the broken needle. This report is filed on the basis of potential for patient injury with recurrence.